Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 25jun19. Root cause: the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the display's response was faulty.there was no patient involvement. Event date not specified; estimate used.